Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. Concomitant products: a2dr01 ipg implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished r-wave undersensing. It was also noted the device was unable to obtain ventricular sensing measurement, they kept getting an error message indicating not enough intrinsic beats were sensed despite observing all sensed beats on the monitor. Reprogramming was performed with decreased sensitivity and the device was retested with the same error message. The device and lead were further reprogrammed to unipolar and they remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.